Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 20 march 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Imaging was difficult due to patient anatomy. A xtw lot: 30824r1027 was implanted first. Post deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A second xt mitraclip was placed lateral to the slda to stabilize and further reduced mr to grade 2. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult imaging was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.